Event description:
The ventilator generated three technical error codes during patient treatment. The technical errors indicated disabled valves, an expiratory channel failure and an internal communication failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated three technical error codes during patient treatment. The technical errors indicated disabled valves, an expiratory channel failure and an internal communication failure. There was no patient harm. Our field service engineer investigated the ventilator on site. The control printed circuit board (pcb) was replaced and returned for further investigation. Simulated use testing of the returned control pcb passed successfully the performed pre-use check. After six minutes of ventilation on a test lung, the machine started to alarm for expiratory minute volume low and o2 concentration low. Then it started to lose communication with the panel, it started alarming for disabled valves, expiratory channel failure and internal communication failure intermittently which indicated an intermittent ventilation stop. After ventilation, it passed another performed pre-use check. The cause of the issue is related to a component failure on the breathing pcb. However, it was not possible to find the defective component due to that the problem was intermittent.

Event description:
Manufacturers ref: #(B)(4).

Event description:
Manufacturer's ref #: (B)(4).